Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) was attempted with proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the first and second device attempted in the rcfa had no suture present when the plunger was removed. A third device was deployed but the footplate would not retract all the way. The device was pulled and tore the vessel. When device was removed, it was noticed the footplate was partially open. A fourth device was attempted but the same issue occurred. A 10f sheath was advanced to control the bleeding. The sheath was then upsized to 18f in the rcfa and the procedure was completed. A cut down of the tissue was done to get to the vessel. The vessel damage was repaired via surgery. Hemostasis on the rcfa was achieved via surgical suturing. A proglide device was deployed in the lcfa via a 10f sheath. Reportedly, the device was deployed per the instructions for use but still did not achieve hemostasis. A non-abbott device was used to achieve hemostasis. There was reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.